Event description:
Procedure: inguinal hernia repair. According to the reporter via phone on (B)(6) 2015, the seal covering the port came off while inserting the mesh through the port. The seal was not disengaged into the patient. No further issues reported. A new device was used to complete the case. The current status of the patient is good. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. The surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during an inguinal hernia repair procedure the seal was disengaged. The valve seal was noted to be disengaged from the device; adhesive residue was observed on the seal and trocar assembly. The balloon was inflated and did not demonstrate any leaks. The locking collar and flapper valve functioned properly. Visual inspection of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged seal and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).